Event description:
It was reported that the shaver hand piece did not oscillate at first, then it stopped functioning. Over 30 minute delay in surgery, but no adverse consequences reported. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.